Manufacturer narrative:
E1: additional phone number: (B)(6). D9: date returned to mfg: 25 june 2025. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a spinning spiros® closed male luer, red cap that experienced leakage during use. The problem was: for the past few weeks, oncology teams have reported problems using spiros ch2000s-c caps. The problem still occurs when using the caps with pump tubing 2 photos are provided, where it shows the secondary connection cap remains down even after removing the spiros. She cannot tell if the problem comes from the spiros, the cassette tubing, or even the handling. They often have to start the complete air vacuum again. Red bottle plug connector with locking cap, problem description: liquid leakage at the spiros cap when used with the cassette tubing. Spiros connected to secondary access to the cassette. Air is created in the cassette and the 'air' alarm keeps sounding, preventing the administration of the medication, so we have to change the tubing and solution and disconnect the spiros, which poses a risk of exposure. In addition, the cap of the secondary connection remains lowered after the use of spiros. Problem frequency: it has happened about ten times. Impact on the quality-of-care loss of time, loss of medications, and risk of professional exposure as well as to the patient. Harm to the user: no, but prolonged treatment and increased risk. Event date: 27 may 2025. It should be noted that in their branches of cisss chaudière appalaches (lévis, montmagny, st-georges de beauce) the problem was always the same. The method of using the spiros ch2000s-c cap connector was the same for each center and has been verified by their advisors. Since the method was being perfectly executed, it became evident that the problem came from the spiros ch2000s-c cap connector. The problem was: liquid leakage at the spiros cap when used with the cassette tube. When the spiros connector ch2000s-c cap was plugged into the IV line of the IV tubing cassette (on the secondary line) and the pump was turned on, the liquid leaked from the spiros cap, and it became impossible to restart the pump without manually creating a vacuum to eliminate air. This posed a risk of chemotherapy exposure for healthcare personnel as well as a loss of the (precious) medication. The lost medication was not administered to the patient, which could have a negative effect on their treatment. Furthermore, the spiros ch2000s-c cap connector did not reduce the risks of exposure (for which it was designed) but rather increased them. They have quarantined all their products with lot #14270341.